Event description:
Information received by medtronic indicated that insulin pump was completely dead. The insert battery alarm was not displayed on the screen of insulin pump. The contacts had fallen and super glued the contacts back on the insulin pump but insulin pump was completely dead. The battery compartment and spring was corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, power loss alarm, replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6)2021 22:42:29.000 the pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the electronic assembly, vibrator and battery tube assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display was not confirmed. However, during visual inspection, corrosion was found on the electronic assembly, vibrator and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.